Event description:
It was reported that the ail failed to detect air. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility.